Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, chronic pain, mesh deformation/migration, neurectomy, mesh removal, revision. Treatment and potentially related procedures include mesh removal and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, chronic pain, nerve damage, mesh deformation/migration. Treatment and potentially related procedures include mesh removal, lysis of adhesions, implantation of mesh, neurectomy, and revision surgery.